Event description:
It was reported by the doctor that the j-portion of the tube broke off. The patient passed the whole tube in the bowel movement. The doctor does not think it is our tube because this particular patient has had multiple issues with gj-tubes in the past. The doctor stated that she uses the same tube with other patients at their facility and does not have the same issue. She states the nurses are flushing the tube as instructed therefore; it is not a clogging issue. There was no reported injury to the patient. The healthcare professional did not take the patient to interventional radiology department for replacement of the gj-enteral feeding tube. The healthcare professionals used a gastrostomy tube as an alternative for replacement.

Manufacturer narrative:
(B)(4). The device history record for the lot number of the returned sample in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. No packaging was received with the sample. The sample was received with the tubing severed just below the distal balloon collar. The tubing exhibited a lumpy, yellowish buildup which adhered to the interior surface of the device. The yellowish buildup was present from the molded and extended to the point at which the tube was severed. This yellowish buildup was visually consistent with yeast or biological impact on the silicone material. The section of the severed tubing measured 23cm in length. The tubing was clogged. There was crackling on the exterior surface of the tube. This would be the portion of tubing that passed through the patient's gastrointestinal intestinal system. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.